Event description:
During a urinary organ procedure, the device fired two malformed staples at first firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.